Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Based on the rdf analysis, analysis, the patient¿s fluid balance was 104.54%, which indicates that the patient did not experience a fluid imbalance. Root cause: this disposable was unavailable for specific root cause analysis. The signals in the run data file indicate that the spectra optia system operated as intended and no fluid imbalance was associated with this procedure.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the run data file shows that the spectra optia operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a continuous mononuclear cell (cmnc) collection procedure,they received multiple 'return pressure is too high' alarms. The rn gave saline boluses to the patient to temporarily clear the alarms, however they could not get the interface set from the spectra optia display screen. The rn ended the procedure with rinseback. The collection procedure was continued on another spectra optia machine. Patient information is not available at this time. The patient's gender and weight were obtained from the run data file (rdf).patient outcome is not available at this time. The customer declined to return the disposable set for investigation.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
The customer did not respond to attempts to obtain patient identifier and age for the investigation.